Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm or charge/battery anomaly were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that piece of plastic chip off from the reservoir when changing reservoir. Customer¿s blood glucose was unknown. Customer stated that battery life was lasting for less than 1 week and insulin pump rejected new battery. Insulin pump will not be returned for analysis.